Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving 1100 mcg/ml of fentanyl at 980.1 mcg/day and 32.7 mg/ml of bupivacaine at 29.136 mg/day via an implantable pump for non-malignant pain. It was reported the patient was unable to get a bolus with their ptm (personal therapy manager) because they were receiving the code 8476 (indicating a motor stall). The consumer confirmed the patient had not had a recent MRI (magnetic resonance imaging procedure). It was indicated the motor stall code began (B)(6) 2020. The consumer was redirected to follow-up with their healthcare provider. Additional information was received from the consumer the following day (2020-may-20). It was indicated the consumer had contacted the nurse that worked with the pump. Additional information was then provided by the manufacturing representative (rep) on 2020-may-21. The rep reported the hcp planned to replace the pump the next day, on (B)(6) 2020. It was indicated the clinic may shut the pump off the day of the call ((B)(6) 2020). Per the hcp, the pump logs showed a motor stall on (B)(6) 2020 at 15:52. The patient had symptoms of withdrawal. IV (intravenous) medication was being given. Motor stall considerations were reviewed. The pump off code was provided to the hcp. Patient assessment notes were provided for (B)(6) 2020. The reason for the visit was provided as "teaching" and "dose adjustment," and it was noted the ptm was not working due to the pump stall code. It was noted patient had not heard any alarms, however, the ptm showed the motor stall code. Upon interrogation the pump logs showed a motor stall had occurred at 15:52. The hcp was unable to reverse the motor stall. The managing physician was informed.

Event description:
Additional information was received from the rep. It was reported that a pentec rep reported that people other than the patient heard the pump alarming. The cause of the alarm not being heard was unknown. It was reported that the pump was not replaced or removed on (B)(6) 2020 as planned and that it was decided that the patient would be managed on oral medication. It was reported that the patient's managing physician and original implanting doctor was in arizona. The cause of the motor stall was not determined. The pump was not returned because it was not removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was turned off. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump had stopped working. The patient was now taking oral dilaudid for pain. The pump was installed in (B)(6), but they live in (B)(6) now and no one was comfortable removing the pump. The reporter did not have any other information as to when it stopped working.